Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the case report did not provide a valid lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. No additional information is expected. (B)(4)

Manufacturer narrative:
Y.y et al. Case report: toric iol implanted for atopic cataract, iol rotated after two years, and iol replaced after three years. Journal of japanese ophthalmological society. 2014;118(11):981 (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
An ophthalmologist reported two years following cataract removal and intraocular lens (iol) implant surgery, a patient complained of difficulty seeing. The ophthalmologist performed two secondary procedures to rotate the lens with no permanent success. One year following the initial rotation the lens was removed and replaced. No additional information is expected.